Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in (B) (6) 2004 at l4/5. It was reported that the patient experienced subsidence of the implant. In (B) (6) 2007 a revision was performed to remove the charite. Patient reports having continued pain.

Manufacturer narrative:
No definitive conclusions can be made. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device. Subsidence is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.